Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). This device was included in the field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.

Event description:
It was reported that a lead alert was triggered for noise on the right ventricular (rv) lead and low pacing impedance was noted. The lead was planned to be extracted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Additionally the analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. A lead alert was triggered on (B)(6) 2014 for nst events and short interval counts. Beginning (B)(6) 2014 an episode was captured where the impedance dropped from 361 ohms to 190 ohms. Beginning (B)(6) 2014 short interval counts incremented to 374.